Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection and sepsis. Patient was under revision procedure as this lead was exhibiting low r waves and an increase on pacing thresholds. Functional undersensing was reported. Upon opening the pocket, pus was noted and entire system was explanted. Surgical intervention and intravenous antibiotics were needed to resolve the issue. There were no additional adverse patient effects reported.